Manufacturer narrative:
The donor facility was informed that the donor fell offsite on an unknown date and was taken off life support on (B)(6) 2019. A field service engineer was dispatched and inspected the pcs2 machine and no issues were found. Diagnostics checks were normal and the unit meets manufacturer specifications.

Event description:
On february 19, 2020, the customer informed haemonetics of a patient fatality following a successful plasmapheresis procedure on a pcs2 plasma collection system. The donor left in good health following the completion of the donation procedure. No medical interventions were necessary.